Event description:
Prior to the implant of the reply dr mentioned, a problem associated to the packaging was observed. The physician stated that the external packaging was already opened when received immediately prior to the implantation procedure, there were no traceability labels inside the box, and the box was held closed with a piece of string around it. The physician decided to implant the device anyway, since the inside packaging was still sealed.

Manufacturer narrative:
(B) (4). An investigation into the device history records of the subject device did not reveal any abnormality that would suggest that string would have been used to tie around the final packaged device. Traceability of the subject device also revealed that the product was received by the customer on february 4, then it was implanted on march 13. Results: string can be found within the packaging of the device under the outer label for ease of opening. Since the piece of string that was found by the physician in this case was not returned to the manufacturer, no further investigation could be performed. Conclusions: it should be noted that there are numerous processing steps that are performed on the final packaged device, and it is improbable that such an abnormality would have proceeded past these steps in order to be shipped from the manufacturer.